Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 5f exoseal vascular closure device (vcd) could not be pressed down and the device could not be released. There was no reported patient injury. The procedure was performed via an antegrade approach for angiography, and the device was used in a diagnostic procedure. Femoral artery suitability was verified on angiography; however, the vessel diameter was not confirmed to be greater than or equal to 5 mm. There was no visible calcium, plaque, stent, significant stenosis, prior closure within 30 days, or pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer to the device. The deployment button was fully depressed, and the device and sheath were removed together after 1¿2 seconds. No abnormalities were observed upon removal; the plug did not fall out, was not partially deployed, and remained fully inside the shaft, and the indicator wire remained visible. The device was returned for evaluation.